Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the returned product/provided pictures identified sign of use with wear resulting from repeated use. Additionally, instrument was fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to wear and tear resulting from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial was worn when the pan was opened, but they tried to use it anyway. There was no consequences or impact to the patient.